Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was lines on the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/10/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. No lines were observed on the screen. The reported line through display issue was not duplicated in the investigation. Unrelated to the reported display issue, the display was dim and discolored. Pump casing was opened and no defects were observed with the display, the connector wire or the printed circuit board.